Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 29.3 mmol/l. Customer was treated with insulin pump. Customer had blood glucose level of 11.0, 11.8 and 15.8 mmol/l. Customer stated that there was no air bubbles and leak. Customer was alleging insulin pump for under delivering because customer gave bolus and still had high blood glucose level. Insulin pump passed displacement test. The insulin pump will not return for the analysis.